Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the sensor fell off his body. Customer's blood glucose level was 430 mg/dl. The customer had an infection in his body. The customer was treating his blood glucose level with the insulin pump all night and brought it down to 265 mg/dl. The device was not returned.